Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was damaged and had lines through the touch screen that made it difficult to see the touch screen. Reportedly, customer dropped the pump causing the touch screen to become damaged. Customer's blood glucose was 130 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.